Manufacturer narrative:
Date received by manufacturer: 23dec2019. The service engineer (se) inspected the device. The se replaced the front bezel to address the reported issue and the unit was return to use. The determination could not be made that the device failed to meet specifications. Although requested it is unknown if the device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 09apr2020. B4: 13apr2020. A front bezel assembly was returned for analysis. An investigation was performed and the product analysis technician reported visual inspection of the navigation ring internal structure revealed that contamination was found that causes the navigation ring to fail. Customer complaint was duplicated. Fault is found on testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/30/2019.

Event description:
It was reported that the ventilator had a navigation ring issue. Although requested, it is unknown if the patient was connected to the ventilator at the time of the event.